Manufacturer narrative:
The device was not returned; therefore, no physical evaluation could be performed. The company conducted a retrospective investigation based on available maude and internal records. Tmj-related adverse events associated with otc mouth guards are known risks identified within the company's risk management activities. Due to limited information and inability to identify the patient, a definitive root cause could not be determined.

Event description:
The company was not notified of this event at the time of occurrence. Subsequently, the company initiated a comprehensive retrospective review and investigation of all medical device reports (mdrs) and related complaint records associated with the device over the previous five years. As part of this effort, the company thoroughly reviewed all available complaint files, customer records, manufacturing records, and associated documentation in an attempt to identify the patient and gather additional information related to the reported event. Despite these efforts, the patient could not be identified. Based on the information identified within the maude report, the patient reportedly experienced progressive temporomandibular joint (tmj) dysfunction following use of the remi night guard, including jaw pain, difficulty opening and closing the mouth, pain affecting the jaw muscles and surrounding facial area, and impaired ability to speak, eat, and perform normal daily activities. The reported condition allegedly required specialist consultations, physical therapy, diagnostic imaging, and ongoing tmj-related treatment, resulting in significant medical expenses. The severity of the event is considered moderate to serious due to the reported functional impact on daily activities and the need for sustained medical intervention. This MDR was documented retroactively based on information identified through maude reports. Due to the inability to identify the patient and the limited information available, no additional investigation activities or corrective actions can be performed at this time.